Event description:
It was reported that a female pt will undergo revision surgery to remove a broken revere addition u-connector and offset extension clamp. Revision surgery is scheduled for (B)(6) 2011.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review was conducted of all applicable material records, manufacturing records, storage records, and distribution records. All records revealed the product was manufactured within specifications, maintained and distributed in accordance with all federal state and operating procedures. Based on a record review and all available info, it is determined the u-connector 6.35mm rod design conforms to all applicable standards and there was no deviation in the manufacturing process. There is no indication that the issue was a result of product defect or malfunction.